Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had hemolysis with elevated lactate dehydrogenase (ldh) levels. The log file contained pulsatility index (pi) events, a few speed recordings below the set speed and fluctuations in pump power. Additional info provided to the MFR indicated that the pump was subsequently replaced on (B)(6) 2014 due to suspected thrombus. It was also reported that the pt had a methicillin-resistant staphylococcus aureus (mrsa) driveline infection for the past six months and the pt's international normalized ratio (inr) was therapeutic.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: a full examination of the lvad could not be conducted as the system was not returned to the manufacturer for analysis. Therefore, a specific root cause for the reported event could not conclusively be determined through this evaluation; however, based on the manufacturer¿s past experience and similar reported events, frequent pi events, power elevations, elevated lactate dehydrogenase (ldh), and hemolysis could be indicative of device thrombosis. The instructions for use lists device thrombosis, hemolysis, and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided indicating that patient was routinely transplanted and that the pump would not be sent back.